Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm and was not delivering correctly. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On jun 29, 2022 the pump was returned due to customer allegation to pump receiving pump error 15 alarms and under delivering causing high bgs. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of jun 29, 2022 found bolus deliveries of 0.125u at 00:01:13.000, 0.1u at 01:06:11.000, 0.1u at 02:01:11.000, 0.1u at 03:01:11.000, 0.1u at 04:02:00.000, 0.025u at 05:01:10.000, 0.1u at 06:31:11.000, 0.1u at 07:06:11.000, 0.1u at 08:11:11.000, 0.1u at 09:51:13.000, 0.125u at 10:06:13.000, 0.1u at 11:01:13.000, 0.075u at 12:06:13.000, 0.125u at 13:31:13.000, 0.125u at 14:01:15.000, 0.125u at 16:56:13.000, 0.075u at 17:06:11.000, 0.125u at 18:01:15.000, 0.1u at 20:01:13.000, 0.075u at 21:06:11.000, 0.1u at 22:06:13.000, 0.125u at 23:06:15.000, and 0.125u at 23:56:15.000. No unexpected pump error 15 alarms noted during testing, however pump error 15 (file number = 0; line number = 1938) found in pump history/trace files on 06/12/2022 at 08:54:01.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case and pillowing keypad overlay. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. However, pump error 15 (file number = 0; line number = 1938) confirmed in the pump history/trace files on 06/12/2022 at 08:54:01.000 due to software anomaly as per global logic analysis (esf #(B)(4)). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.